Event description:
Customer reported that a patient presented with a wound dehiscence one day following total abdominal hysterectomy. The patient was returned to surgery for wound repair. At reoperation, the surgeon advised that the suture "broke in the midline."

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.